Manufacturer narrative:
One non sterile enterprise and delivery wire and a prowler select plus microcatheter were received coiled inside of a plastic bag. The enterprise stent was received partially deployed on the mc hub with some dry blood residuals. The stent was not received fractured; however the delivery wire was fractured/separated at the distal end; with both ends received. No other anomalies were observed on the received units. The delivery wire was observed under a microscope and the fracture was confirmed. Sem analysis of the fractured delivery wire showed that the core wire fracture surfaces presented evidence of ductile dimples. Stretching and/or pulling could be related to these surface characteristics. Cutting was discarded as a root cause since no characteristics typical of this failure mode were observed. Functional testing with the returned device could not be performed due to the damaged condition. There was no discrepancy with functional testing of the returned concomitant prowler select plus microcatheter. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10320132. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The stent was not fractured; it was found deployed in the hub of the prowler select plus. It was confirmed that the distal end of the delivery wire was fractured/separated. The root cause of the fracture could not be conclusively determined. However; based on the sem analysis it appears that the fracture is related to stretching and/or pulling. The instructions for use warns that if resistance is met during manipulation, determine the cause of resistance prior to proceeding. It further warns that if resistance is encountered at any point during stent manipulation, do not apply undue force. The unit should be withdrawn. If the introducer is not secured in the hub during transfer of the stent from the introducer to the catheter shaft as outlined in the instructions for use, the stent will open and deploy in the gap that is created. The device did not present with any indication of manufacturing defect or anomaly contributing to the event as reported and with review of the device history records there is no indication of any related manufacturing issues. Therefore, no corrective actions will be taken at this time.

Event description:
The procedure was embolization of a 3*2.6mm anterior communicating artery. When the surgeon advanced the stent through the proximal part of the prowler select plus microcatheter (606s255x/15836881) the enterprise stent (enc452812/10320132) broke. The surgeon had to remove them as a unit and changed to a solitaire stent from ev3 (details unknown) to complete the procedure. No adverse event occurred. The device appeared normal prior to inserting it into the patient. It could not be determined whether the fracture involved only a strut breakage or the entire device as it was in the microcatheter. The microcatheter did not kink or bend at any time prior to the resistance/friction. It is unknown whether there were any damages when the microcatheter was removed from the patient. An adequate continuous flush was maintained through the catheter. No other products were successfully used with the microcatheter prior to this stent. The stent and microcatheter will be returned as a unit for analysis.

Manufacturer narrative:
The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.